Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter was reading inaccurately at 6:30am on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of "189 mg/dl" on the subject meter compared to "114 mg/dl" on a onetouch ultraeasy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' criteria for accuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that also around 6:30am on (B)(6) 2016, he administered 6 units of insulatard inulin. He reported that approximately 6 hours later, around noon on (B)(6) 2016, he developed symptoms of "sweating, dizzy and nauseous." He reported that he self-treated his symptoms by resting and taking "water and bread." He indicated that on (B)(6) 2016, he consulted his doctor where a blood glucose result of "200 mg/dl" was obtained on the subject meter compared to "165 mg/dl" on the doctor/clinic meter. He reported that he was advised by his doctor "not to use" the lfs meter. At the time of troubleshooting, the csr noted that the patient's test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr confirmed that the meter was set to the correct unit of measure at the time of testing. The patient described the correct testing steps and he confirmed that an approved sample site had been used to obtain the blood samples. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. This complaint is being reported because the patient claims he obtained an inaccurately high reading on the subject meter, administered medication based on the result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.